Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message while removing fentanyl during a procedure. The affected procedure was laparoscopic cholecystectomy, and the delay was about 5-10 minutes. The customer added that the user had to have another person the anesthesiologist log in and remove the medication in order to be given to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cancel transaction on screen occurred during user reverification. Rebooted the device and no further issues reported. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-may-2022 to 03- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system displayed error message while removing medication. A technical support specialist dialed into the station found the cancel transaction error during user reverification. He rebooted the device to install windows updated and confirmed no further issues reported. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message while removing fentanyl during a procedure. The affected procedure was laparoscopic cholecystectomy, and the delay was about 5-10 minutes. The customer added that the user had to have another person the anesthesiologist log in and remove the medication in order to be given to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.